Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event; report two of two is reported on MFR #0001032347-2017-00414.

Event description:
The translation of the reported complaint states during a pan facial procedure during the reduction of a fracture of the frontal orbital three 5mm screws fractured. Then in the orbital floor two 5mm screws fractured. In addition, two of the 7mm screws would not attach to the blade because they were broken. The complainant answered yes to the question did the patient retained a foreign body part of the screw(s)). More information was requested but has yet to be received.

Manufacturer narrative:
Three (3) screws from center-drive screw 1.0 x 5 mm 1.0 sy (99-7375) and three (3) screws from center-drive screw 1.0 x 7 mm 1.0 sy (99-7377) were returned without packaging. The screws were returned for the complaint that the screws broke during the procedure and two of the screws had poor retention. Upon visual inspection it can be seen that all screws are fractured transversely across the shaft of the screw. Further evaluation of the heads of the screws reveal that two of the screws show significant damage to the head of the screw where the screw interfaces with the blade. The two screws that show signs of deformation on the screw head were functionally tested by attempting to load the screws on a 1.0 center drive bit (part #01-7450). Functional tests confirm the report that the two screws had poor retention. The complaints are confirmed due to all screws being fractured and two of the screws having poor retention. The screw threads of a 1.0 mm screw have a minor diameter of 0.6 mm (0.023"). As a result of this, the shaft of these screws are more susceptible to fracture when torque is applied. The screw heads of the screws can also strip when force is applied. These are self-tapping screws and the proper size and depth of drill hole must be created to prevent excessive torque on the screws. The most likely underlying cause of this complaint is due to the excessive force applied to the screw. The instructions for use (IFU) for this product (internal fixation devices) states in the section titled bone screws: 1. The screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. 2. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. 3. Excessive torque can cause the screw to fracture. 4. Self-drilling screws may fracture, bend or break if used in a bicortical application. There are no indications of manufacturing defects. This is supplemental report one of two for the same event; supplemental report two of two is reported on MFR #0001032347-2017-00414-2.

Manufacturer narrative:
The device evaluation is in progress, a follow up report will be sent upon completion of the device evaluation. This is supplemental report one of two for the same event; reference report 0001032347-2017-00414-1.